Event description:
It was reported that, "doctor presented xray showing what was thought to be a loose tibial insert retaining screw. On inspection at time of surgery, we found screw to be broken. Replaced with a new poly and screw."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded. If add'l info becomes available, then it will be submitted in a supplemental report.